Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached recommended replacement time (rrt) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided icm device reached rrt after six months implanted. The boston scientific representative confirmed the icm device was set up to use the magnet. Subsequently the icm device was explanted and replaced. The cause of the battery depletion is unknown at this time. The complaint device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. X-ray imaging revealed a solder leakage below the negative terminal pin reaching out towards can. This is a known issue where shorting is caused by solder leakage from the negative terminal pin to the can.

Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached recommended replacement time (rrt) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided icm device reached rrt after six months implanted. The boston scientific representative confirmed the icm device was set up to use the magnet. Subsequently the icm device was explanted and replaced. The device has been returned for analysis. No adverse patient effects were reported.